Manufacturer narrative:
(B)(4). It was reported that during an ablation for avnrt, the patient experienced 3rd degree heartblock with an rf cycle. Rf was stopped, rv pacing initiated. The patient stabilized within seconds after starting rv pacing. Approximately 30 mins later, the patient transitioned to 2:1 mobitz type ii heart block. As this rhythm persisted a pacemaker was inserted permanently by the physician. In use at the time of the injury. The returned device was visually inspected and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the hearth block remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/01/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4)

Event description:
It was reported that a (B)(6) patient underwent an ablation procedure for supraventricular tachycardia/atrio-ventricular nodal reentrant tachycardia with an ez steer navigational 4mm catheter and suffered heart block av third degree requiring cardiac pacemaker insertion. During ablation, patient experienced third degree heart block. When heart block was noticed, ablation was stopped and right ventricular pacing was initiated. Patient stabilized within seconds of right ventricular pacing. Approximately 30 minutes later, the patient transitioned to 2:1 mobitz type ii heart block. Since this rhythm persisted, a pacemaker was inserted permanently by the physician. Patient was stable after pacemaker placement. Patient was required one additional night of hospitalization for observation. The physician assessed the cause of this adverse event was procedure-related.